Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/07/2011 to the present date (B)(6) 2020 and note that this device has been returned for service one time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error code 200.5040. There was no reported patient involvement.